Event description:
After application of bone cement, while patient was undergoing surgery for left femoral head replacement, patient's blood pressure dropped suddenly. Patient was taken to ICU after surgery. Patient expired on the next day. Bone plug was removed to distal.